Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms, but as the reported alarm and the occurrence date are both unknown, the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. An alarm was unable to be duplicated during functional testing. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was unable to be confirmed during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation of the event log the reported problem of six alarms during the first drain was determined to be check patient line alarm. The cause of the alarm could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an undefined system error occurred during the initial drain on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to have begun. Should additional relevant information become available, a supplemental report will be submitted.